Manufacturer narrative:
Unit passed the dat test at 0.08765 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 595 mg/dl. The customer¿s blood glucose level was 599 mg/dl at the time of incident and current blood glucose level was 256 mg/dl. The customer experienced symptoms such as vomiting, nausea, frequent urination and pain in upper body. The customer was treated with insulin pump and also four different manual injections. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump less than 48 hours. The customer was unable to explain possible damage to drive support cap. The customer reported that the high blood glucose level was because of stress. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.